Event description:
It was reported that the system did not give the pre-green light to capture images, while the other two lights were red. The device was in clinical use at the time, and there was no harm to the patient or the user.

Manufacturer narrative:
Reference ID: (B)(4). The prograde is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "sky plate") can be used for image capture. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on prograde r1 indicating that the system did not give the pre-green light to capture images, while the other two lights were red. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed an analysis and concluded that the detector had been dropped. The system logs also indicated a loss of wifi connection and multiple occurrences of internal errors on the detector. Electronic noise and dose field flatness tests were conducted, and both passed successfully. In addition, the detector self-test and data transfer test were performed and passed. At this stage, it is unclear whether this was a one-time event that was resolved by a reboot. The case remains open, and the fse will follow up in one week to check if the issue still persists. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).